Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided), resulting in a loss of consciousness, and a stroke. The cause of the low bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous glucose. No information was provided regarding the stroke and the release date; however, customer indicated the issue was resolved. System check with tandem technical support confirmed the pump was functioning as intended.